Manufacturer narrative:
The investigation for the ventricle perforation has been completed. Pump was not returned for investigation. Data log review was not required for this case. As per the clinical, patient suffered massive heart attack that punctured his aortic valve, requiring valve replacement six months later when the damage was discovered. The reported failure mode of ventricular perforation was changed to heart valve damage, which is more specific to address reported issue of heart damage. The cause of the heart valve damage issue was not determined since product was not returned. The relation between heart valve damage and impella pump was unknown due to limited clinical information.

Event description:
The complaints team was forwarded a complaint from facebook that states the following: "husband had this when he had a massive heart attack. It punched a hole in his aortic valve causing him to have a valve replacement 6 months later when it was discovered." No other information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. . D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown.